Event description:
Additional information was received from propharma on 2017-jan-20. It was stated that the patient was not using lioresal, only gablofen. The healthcare provider (hcp) sent a report to gablofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal at a concentration of 2000 mcg/ml with a dose of 1199/1200/1201.6 to minimum rate mcg/day. It was reported the patient was in intrathecal baclofen withdrawal that began 2 days ago/yesterday per the hcp. The patient¿s temperature ¿spiked yesterday¿. An x-ray was just completed per the hcp. The hcp confirmed via the event logs a low battery reset and safe state occurred on (B)(6) 2016 at 23:58. Additional information received from a manufacturer representative reported the pump was replaced on (B)(6) 2016. The representative stated the paperwork was provided to the hospital to return the pump for analysis, but the family would not release the pump to the manufacturer. The family would likely be pursuing legal action. The representative stated she found out more information. She learned the patient had been sick for a very long time and was in the hospital. The patient was refilled on (B)(6) 2016 in the hospital. The patient had pneumonia off and on for the last 3 months with lots of diarrhea. The representative stated the patient had pulmonary issues and different infections. The hcp didn't think to check the pump when the patient had more spasticity because he thought the other issues were the cause. The representative stated they had to intubate the patient when the pump episode happened, and the hcp felt the patient wouldn't be able to be extubated. The hcp reported the patient would have to have a ¿trach¿ with a vent, stay intubated, or die. The hcp reported the patient was in lots of pain after the pump issue. The patient was at 1100 mcg/day, but they reduced the dose down to 300 mcg/day; the hcp reported the patient was functioning fine at 300 mcg/day. The representative stated the hcp felt even before the pump issues he didn't think the patient was long for the world, but now the pump issue definitely aggravated the other health issues. Additional information received from the hcp reported the results of the x-ray showed the catheter was ¿ok¿. The hcp called the manufacturer support line, and they said to not restart the pump, so the patient was intubated and sedated until the pump was replaced on (B)(6) 2016. The cause of the low battery reset and safe state was not determined. The pump never alarmed either per family and medical staff. That caused undue suffering since they assumed the pump was working until interrogated on (B)(6) 2016. After replacement of the pump, the issue was considered resolved. The pump was put at a lower dose. The catheter tip placement was reported to be at c4 per chart.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-11. It was stated that the patient was in the hospital at the time they did the refill in (B)(6). The patient had very much spasticity and lung issues. The representative was present when the pump was replaced. The family was quite upset and refused to let the pump be sent back to the manufacturer. It was considered a legal issue and the representative was told not to seek more information. No further information was available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device failures included pump failure and delivery failure. Injuries included withdrawal, pain, hospitalization, and surgery. Dates of injury included hospitalization on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.